Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that the infusion set caused or contributed to the blood in the safety mechanism base was unconfirmed since the reported problem could not be replicated. One 22g x 3/4¿ winged infusion set was returned for investigation. The sample exhibited evidence of use. A tacky residue from a dressing was observed along the length of the extension set tubing. A dry and red colored residue was observed on the needle, within the safety mechanism base, and on the inner surface of the foam strip that is attached to the safety mechanism. A functional test revealed no leak in any part of the winged infusion set. No damage was observed on the needle. The blood may have leaked from the port and insertion site, but no leaks or damage were observed on any part of the infusion set or needle. Since no fluid was leaking from the safestep infusion set or needle, the source of the blood could not be isolated to the returned sample; therefore, the complaint was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2019, the safestep was accessed to the port system and continuous administration of medication was started. On (B)(6) 2019, when the safestep was removed from port system, it was noticed that blood flowed into the base of the safestep. The facility suspects that the needle or the base of the safestep may have been damaged. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2019, the safestep was accessed to the port system and continuous administration of medication was started. On (B)(6) 2019, when the safestep was removed from port system, it was noticed that blood flowed into the base of the safestep. The facility suspects that the needle or the base of the safestep may have been damaged. There was no reported patient injury.